Event description:
The customer reported that the system displayed a "stator no on" error message which would cause the system to shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube and high voltage were replaced. The system was then found to be operating as intended.